Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the ipg pocket site. The pocket site was relocated. The pt was reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.